Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high input current was observed. The cause of the high current was found to be a hybrid anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed on the device remotely via merlin.net transmission. No changes in output or therapy was delivered. Device was explanted and a new device was implanted. Patient was stable post procedure.